Event description:
It was reported that the patient was experiencing pain at the pocket site and discomfort when sitting on certain chairs. It was also noted that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. The explanted device will not be returned.